Manufacturer narrative:
Zimvie complaint (B)(4). Since the lot number and the catalog number are not available and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text: no item or lot number available.

Event description:
It was reported that the implant disengaged from the driver and was dropped onto surgical tray. Tooth number 9. The procedure was completed using another implant.